Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the patient's surgeon, the patient experienced a wound healing impairment at the implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown whether the patient will be reimplanted with a new device as of the date of this report.